Event description:
It was reported that during testing prior to the start of a procedure at the user facility, the universal handpiece was overtorqued and the threads on the tip side of the angle nut were broken off. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the subsequent procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the of the tip breaking on the handpiece was confirmed. A broken angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. The device was discarded by the manufacturer following evaluation.